Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to a flattened up arrow dome switch. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Event description:
Customer reported that the up arrow button became stuck. The blood glucose reading was 137 mg/dl. Nothing further was reported.